Manufacturer narrative:
Osteotec has determined that historical complaints relating to the osteotec silicone finger implant should have been reported as an MDR event. While submitting this report as a precautionary measure, osteotec believes the incident stemmed from inadequate bone surface preparation with sharp areas adjacent to the implant site, not a material defect in the medical grade silicone implant itself. The surgical technique advises surgeons to "use fine burr to remove osteophytes and sharp edges that could damage the implant" highlighting the importance of proper site preparation. Due to the delay between explant and being made aware of the complaint, it was not possible to recover the explanted device for full investigation. Having reviewed the historical records for this device, there are no trends that indicate the device or lot have any unusual characteristics.

Event description:
Dr. (B)(6) removed a broken silicone finger implant from a patient roughly 6 months post op.